Manufacturer narrative:
Product analysis the device was returned with the red locking pin still securely in the handle. Part of the pull cable and the lock tubing were exposed. The device was identified by the strain relief, 8 x 40mm a kink was noted on the inner tubing at the strain relief the red locking pin was removed, and the stent deployed with no issues noted, the blue tubing had been detached from under the strain relief and approximately 7.5cm of the inner tubbing was exposed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An everflex entrust was intended to be used for treatment of a lesion in the superficial femoral artery. The device was prepped as per the IFU with no issues identified. It was reported the product was placed in the vessel, but then removed in order to pre-dilated. When the everfelx entrust was removed, a  "red split" and thread that "sticks out" were noticed. Another stent was used to complete the case. No patient injury.